Event description:
Info received indicates the head hi/low will drift down overnight.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.